Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: in transit.

Manufacturer narrative:
The complaint device was discarded by the customer and is not being returned. The failure cannot be confirmed and a root cause cannot be determined without a physical evaluation. Typically, this type of sparking/arcing failure is observed due to damage to the active tip. This damage of the tip is seen when the tip is buried in too much tissue, prolonged activation, or being in close proximity of another metal instrument during activation. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 similar complaints for this lot of devices that were released to distribution. A CAPA has been initiated to investigate and determine a root cause for this failure that causes sparking/arcing. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the distal tip of the customer&apos;s vapr s90 electrode sparked during a shoulder procedure then displayed an output shortage. The surgeon took the device out of the patient and noticed the distal tip was cracked. There was no debris produced due to this failure. He used another like device to complete the procedure with no patient consequences or delays. The device was discarded by the customer.

Event description:
The sales rep reported the distal tip of the customer's vapr s90 electrode sparked during a shoulder procedure, then displayed an output shortage. The surgeon took the device out of the patient and noticed the distal tip was cracked. There was no debris produced due to this failure. He used another like device to complete the procedure with no patient consequences or delays. The device was discarded by the customer.